Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead dislodged while the sheath was slitting. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).